Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: the complaint about the dispensing issue and hypoglycemia could not be confirmed. The device was submitted to product engineering for further evaluation. Results from product engineering testing are as follows: this pump visual inspected and disassembled to inspect for any abnormalities in the assembly. None were found. Additionally, the silicone oil was blown out of the manifold for 24 hours to allow for flow testing of the manifold assembly. The flow rate of the manifold was 213.32 smlm and found to be within specification for sku 20 pumps (210 - 230 smlm).

Event description:
Patient reported that he experienced hypoglycemia on (B)(6) with three different vgo devices which delivered more insulin than they should have delivered on their own. Patient stated that after removing the v-go, over half of the insulin units had been dispensed into his body over 6-8 hours for all three vgo devices. Patient stated that his normal blood glucose level readings range between 80 and 200. Patient offered the following readings and descriptions of hypoglycemic events: (B)(6) 2020: 9:45 pm = 126. 11:30 pm = 43 = patient stated he woke up in a cold sweat and shakes; patient stated he ate glucose tabs & small pieces of candy. 2:30 pm = removed v-go. 5:35 pm = 147. (B)(6) 2020; 6 pm = felt funny, reading was 55 = patient ate glucose tabs, candy, drank a soft drink. 6:41 pm = 45 = patient removed v-go = patient stated he felt nauseous. Midnight = patient state he removed v-go = no specific reading provided. 8 am = 137. (B)(6) 2020: 1:45 pm = 114. 2 pm = lower, but no specific reading. 2:30 pm = removed v-go. 5:35 pm = 147.